Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) marked events as atrial fibrillation (af), however the patient frequently experienced ventricular events. The device was reading irregularities of ventricular intervals as meeting the atrial fibrillation (af) evidence line. However, the events were not true atrial fibrillation (af). Reprogramming was suggested, however would not solve the problem. The device is still in use. No patient complications have been reported as a result of this event.